Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral regurgitation (mr) (recurrent), as listed in instructions for use (IFU), mitraclip ntr/xtr, u.s. Is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the cause for the reported single leaflet device attachment (slda) could not be determined. The recurrent mr appears to be an outcome of the slda. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for recurrent mitral regurgitation (mr) and single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on (B)(6) 2020, treating degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced from grade 4 to grade 1. There were no device issues or adverse patient effect during the first procedure. Recurrent mr of grade 3-4 was noted and the patient underwent a second mitraclip procedure on (B)(6) 2020. The previously implanted clip had detached from the anterior leaflet, remaining attached to the posterior leaflet. One additional clip was implanted and the mr was reduced to grade 1-2. There were no device or patient effects related to the second clip. Post procedure, the patient was in stable condition. No additional information was provided.